Event description:
The customer called technical support (ts) reporting that the device's battery will not charge. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The battery was found severely depleted causing machine to trickle charge. Customer was instructed to try charging device for a few days and/or replace the battery. Multiple good faith efforts were made to obtain further information regarding device evaluation, repair, and operational status with no response from the reporter. It was further noted that the device was returned to use with limitations as accepted by the customer, no follow-up was requested. No further information was able to be obtained.